Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('endometritis') in an adult female patient who had essure (batch no. 854842-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (essure removal (hysterectomy-uterus)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the endometritis, psychological trauma and post procedural complication outcome was unknown. The reporter considered endometritis, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient had removal surgery (B)(6) 2013) and injuries (pain and bleeding) were resolved post removal. Patient received treatment for pelvic pain, genital bleeding. Insertion date discrepancy noted:(B)(6) 2009 (discrepancy noted). 5 could on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes occluded by essure devices bilaterally. Small. Endometrial canal. Prominent endocervical canal. Lot number reported (854842) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('endometritis') in an adult female patient who had essure (batch no. 854842-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnornal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (essure removal (hysterectomy-uterus)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the endometritis, psychological trauma and post procedural complication outcome was unknown. The reporter considered endometritis, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient had removal surgery ((B)(6) 2013) and injuries (pain and bleeding) were resolved post removal. Patient received treatment for pelvic pain, genital bleeding. Insertion date discrepancy noted:(B)(6) 2009 (discrepancy noted) 5 coild on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes occluded by essure devices bilaterally. Small endometrial canal. Prominent endocervical canal. Lot number reported (854842) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('endometritis') in an adult female patient who had essure (batch no. 854842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (essure removal (hysterectomy-uterus)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the endometritis, psychological trauma and post procedural complication outcome was unknown. The reporter considered endometritis, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient had removal surgery (B)(6) 2013) and injuries (pain and bleeding) were resolved post removal. Patient received treatment for pelvic pain, genital bleeding. Insertion date discrepancy noted: (B)(6) 2009 (discrepancy noted). 5 could on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes occluded by essure devices bilaterally. Small. Endometrial canal. Prominent endocervical canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2021: mr received. Reporter's information added. Lot no. Added. Event: hydrothermal ablation and endometritis were added. Rcc added. Lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (essure removal (hysterectomy-uterus)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient had removal surgery ((B)(6) 2013) and injuries (pain and bleeding) were resolved post removal. Patient received treatment for pelvic pain, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: pif received. New events added pelvic pain and gen. Abnormal bleeding and psych injury, post removal complication were added. Rcc comments added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.